Manufacturer narrative:
As of the filing date, no further information has been provided to ki mobility on the alleged injury. It cannot be determined if the device contributed to or caused the alleged event. Due to the severity of the injury, this report is being submitted. If any further information becomes available, a follow up report will be submitted.

Event description:
End user was reaching forward for item on the shelf at goodwill, her chair fell forward with her in it. She hurt left leg followed up with her dr. Has compound fracture being treated by dr.